Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Customer reported 3 or 4 modules were attached to the pc unit. The device beeped and then the entire pump shut down. The pump was not touched or moved. Customer stated there was no specific error message to respond to. No patient harm reported or medical intervention required. The customer states that no further patient or event information is available.